Event description:
Event verbatim [preferred term] burnt her right shoulder, had blisters on her right shoulder [burns second degree] , skin came out [skin exfoliation] , one major scar on her right upper shoulder, the size of one of those little heat heads on wrap and maybe a second little one [scar] , sleeping with wrap on, did not check the skin under product, used the product directly on skin [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) white female started to use thermacare heat wrap (thermacare neck, shoulder & wrist, wrap, lot 8014, exp dec2010) since years at an unknown frequency for pain and shoulder pain. Relevant medical history included stroke about four years ago on an unknown date and unspecified condition about two years ago, however it was unknown if these conditions were ongoing during the events. Concomitant medications included topiramate (topamax) at a dose of 100mg for migraine, acetylsalicylic acid 325mg for migraine, unspecified vitamins and unspecified medication which she was still taking. In 2011 while on heat wrap she used thermacare neck, shoulder & wrist directly on the skin, burnt her right shoulder, had blisters on her right shoulder and was sleeping while wearing the heat wrap. The patient was sleeping with the wrap on and when she woke up and pulled off the wrap, skin came out when she removed the heat wrap she saw the burn spotting. The patient experienced one major scar on her right upper shoulder, the size of one of those little heat heads on wrap and maybe a second little one. The patient reported she was wearing the heat wrap for 8 hours and she did not check the skin under the product while wearing the heat wrap. They told her to put something between the wrap and her skin but she didn't want to. The patient reported that she used two more heatwraps (last two days) out of the same pack and had no problem. The patient did not consult any healthcare professional regarding the above mentioned events. Relevant lab data included unspecified blood work done in 2011 and the results were normal. The therapeutic measures taken as a result of the event were the patient used an old bag of peas on her shoulder to cool the area and then covered it with an old t-shirt and then a cotton blouse for a few days. At the time of the report clinical outcome of used thermacare neck, shoulder & wrist directly on the skin and sleeping while wearing the heat wrap was unknown. At the time of the report she had recovered from other mentioned events in 2011. Additional information has been requested and will be provided as it becomes available. Follow up (07oct2011): new information received from a contactable consumer included: product, indication, concomitant medications, adverse events, lot number, treatment and action taken. Follow-up attempts completed. No further information expected. Follow up (04sep2012): new information received from the contactable consumer included patient data, lab data, product data, relevant medical history, concomitant medications, and reaction data (updated event verbatim for device misuse, burn, and blister). Follow-up (21may2018): new information from a contactable consumer included: event description (they told her to put something between the wrap and her skin but she didn't want to). Events updated and considered serious reportable. Company clinical evaluation comment based on the information provided, the event "burns second degree", skin came out, scar, and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events "burns second degree", skin came out, scar, and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
A sample was not received at the site. There was no reasonable suggestion of malfunction. Lot # status for 8014 was unverified. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Burnt her right shoulder, had blisters on her right shoulder [burns second degree], skin came out [skin exfoliation], one major scar on her right upper shoulder, the size of one of those little heat heads on wrap and maybe a second little one [scar], sleeping with wrap on, did not check the skin under product, used the product directly on skin [device use error], , narrative: this is a spontaneous report from a contactable consumer. A 69 year old female started to use thermacare heat wrap (thermacare neck, shoulder & wrist, wrap, lot 8014, exp dec2010) since years at an unknown frequency for pain and shoulder pain. Relevant medical history included migraine, stroke about four years ago on an unknown date and unspecified condition about two years ago, however it was unknown if these conditions were ongoing during the events. Concomitant medications included ongoing topiramate (topamax) at a dose of 100mg for migraine, ongoing acetylsalicylic acid 325mg for migraine, unspecified vitamins and unspecified medication which she was still taking. In 2011 while on heat wrap she used thermacare neck, shoulder & wrist directly on the skin, burnt her right shoulder, had blisters on her right shoulder and was sleeping while wearing the heat wrap. The patient was sleeping with the wrap on and when she woke up and pulled off the wrap, skin came out when she removed the heat wrap she saw the burn spotting. The patient experienced one major scar on her right upper shoulder, the size of one of those little heat heads on wrap and maybe a second little one. The patient reported she was wearing the heat wrap for 8 hours and she did not check the skin under the product while wearing the heat wrap. They told her to put something between the wrap and her skin but she didn't want to. The patient reported that she used two more heatwraps (last two days) out of the same pack and had no problem. The patient did not consult any healthcare professional regarding the above mentioned events. Relevant lab data included unspecified blood work done in 2011 and the results were normal. The therapeutic measures taken as a result of the event were the patient used an old bag of peas on her shoulder to cool the area and then covered it with an old t-shirt and then a cotton blouse for a few days. At the time of the report clinical outcome of used thermacare neck, shoulder & wrist directly on the skin and sleeping while wearing the heat wrap was unknown. At the time of the report she had recovered from other mentioned events in 2011. Additional information has been requested and will be provided as it becomes available. Product quality complaints provided the following investigation information: a sample was not received at the site. There was no reasonable suggestion of malfunction. Lot # 8014 status was unverified. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (07oct2011): new information received from a contactable consumer included: product, indication, concomitant medications, adverse events, lot number, treatment and action taken. Follow-up attempts completed. No further information expected. Follow up (04sep2012): new information received from the contactable consumer included patient data, lab data, product data, relevant medical history, concomitant medications, and reaction data (updated event verbatim for device misuse, burn, and blister). Follow-up (21may2018): new information from a contactable consumer included: event description (they told her to put something between the wrap and her skin but she didn't want to). Events updated and considered serious reportable. Follow-up (03mar2019): follow-up attempts are completed. No further information is expected. Follow-up (16jun2020): new information received from a product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events "burns second degree", skin came out, scar, and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.